Event description:
It was reported that the patient received a message that the implantable pulse generator (ipg) was at the end of service. It was noted that the patient was a high rate user. The patient underwent a revision procedure to explant and replace the ipg. The patient is doing well postoperatively.

Manufacturer narrative:
Device technical analysis: the ipg was in service for about 2 months (54 days) with an energy use index (eui) range of 100, and the expected range would be about 4 months per the direction for use. The patients data also shows a sudden battery drop, from 2.978 volts to 2.853 volts (timestamp 12770861). The incident shortened the devices longevity significantly. Lab analysis of the device did not reveal any anomalies. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU)/ product label. Per IFU, it states that when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. The following medical therapies or procedures may turn simulation off, cause permanent damage to the stimulator, or may cause injury to the patient such as electrocautery (electrocautery can transfer destructive current into the ebs leads and/ or stimulator, external defibrillation (safe usage of external defibrillation has not been established and damage should be ascertained following defibrillation), lithotripsy (high frequency signals directed near the stimulator may damage circuitry), radiation therapy (lead shielding should be used over the stimulator to prevent damage from high radiation. Any damage to the device by radiation may not be immediately detectable), transcranial stimulation (safe use of electromagnetic therapies, such as transcranial magnetic stimulation, have not been established), MRI (patients implanted with the vercise pc dbs system should not be subjected to MRI to avoid damage to the device and patient harm), and diathermy (the energy generated by diathermy can be transferred to the vercise pc dbs system and may result of damage to the device or patient harm). Investigation conclusion based on all available information, engineers confirmed that the early ipg battery depletion was caused by an unknown event coinciding with the ipg implant procedure. Analysis determined that there was a sudden drop in battery voltage which partially depleted the ipg battery and caused a continued high energy consumption that resulted in early ipg battery depletion. The cause of the voltage drop and high energy consumption could not be conclusively determined; however, engineers suspect that there was either actual high impedance measurements on a lead that caused a higher rate of energy use or the ipg was potentially exposed to an external source (electrocautery, external defibrillation, lithotripsy, radiation therapy, transcranial stimulation, MRI or diathermy) at implant that resulted in a software error leading to an increase in power consumption. Both potential causes are consistent with the available data but they could not be conclusively determined through laboratory analysis.

Event description:
It was reported that the patient received a message that the ipg was at the end of service. It was noted that the patient was a high rate user. The patient underwent a revision procedure to explant and replace the ipg. The patient is doing well postoperatively.

Event description:
It was reported that the patient received a message that the ipg was at the end of service. It was noted that the patient was a high rate user. The patient underwent a revision procedure to explant and replace the ipg. The patient is doing well postoperatively.

Manufacturer narrative:
Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU)/ product label. Per IFU, it states that when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. The following medical therapies or procedures may turn simulation off, cause permanent damage to the stimulator, or may cause injury to the patient, particularly if used in close proximity to the device, such as lithotripsy, electrocautery, external defibrillation, radiation therapy (any damage to the device by radiation may not be immediately detectable), ultrasonic scanning, and high-output ultrasound. X ray and CT scans may damage the stimulator if stimulation is on. X ray and CT scans are unlikely to damage the stimulator if stimulation is turned off.